Manufacturer narrative:
(B)(4). Date sent: 5/1/2023. Since this occurred in the UK, there is no call home data available. No device will be returned for further investigation. The issue of the larger ablation was not verified. No lot information was provided therefore no lot history review could be performed.

Manufacturer narrative:
(B)(4). Date sent: 3/14/2023. Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the indication for the liver ablation? Where was the location of the ablation, what segment of the liver? How many probes used to do the ablation? Was there any device issue/deficiency before, during, or after the ablation? What power level and time were used for the ablation? Please clarify what is meant by large burn on the liver. Please clarify what the patient consequences were. What is the patient's current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a liver ablation the surgeon applied a larger burn on the liver. The patient is alive. 30 minute delay reported.